Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer reported that the head snapped off the lag screw during final tightening. The end of the lag screw was damaged which resulted in the inserter not working